Manufacturer narrative:
Product ID: 74002, lot# n305379, product type: adapter; product ID: 7495lz25, serial# (B)(4), product type: extension; product ID: 7495lz25, serial# (B)(4), product type: extension; product ID: 3550-29, lot# unknown, product type: accessory; product ID: 3998, lot# la0384, implanted: (B)(6) 2003, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 74002, lot# n305379, product type: adapter; product ID: 7495lz25, serial# additional information was received from a manufacturer representative (rep) on 2019-jul-02 indicating that the ins was overdischarged and this information was confirmed with the patient, product type: extension; product ID: 7495lz25, serial# (B)(4), product type: extension; product ID: 3550-29, lot# unknown, product type: accessory; product ID: 3998, lot# la0384, implanted: (B)(6) 2003, product type: lead. Analysis of the ins ((B)(4)) found that it was functionally okay and had insignificant anomalies. Analysis of the lead (la0384) found that the #0 conductor was broken 1.7cm from the proximal end at the #0 connector weld site. Analysis of the extension ((B)(4)) found that the extension outer body insulation had a breached depression 3.0cm and 6.3cm from the proximal end. Analysis of the extension ((B)(4)) found that the extension outer body insulation had a breached depression 1.5cm from the proximal end. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3998, lot# la0384, implanted: (B)(6) 2003. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had the pocket revision and the decision was made to replace the extensions and pocket adaptor. When the existing lead was disconnected from the existing extension the lead tails fell apart. The electrodes on one were sliding around on the wire and on the other tail the wire broke before it was unscrewed from the old connector block. A new pocket and new neurostimulator battery were already in place so the decision was made to keep those implanted and the patient would decide if she wants to have a lead revision in the future. The existing lead remains in situ but not functioning or connected to anything.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had discomfort and local stimulation when pressing on the ins site. There were no known factors that could have led to the issue. The patient scheduled an appointment to met with the rep and healthcare provider (hcp). Additional information received from the manufacturer representative reported that the cause of the discomfort and local stimulation was not determined. All impedances were within normal range and there were no signs of infection or erosion. The healthcare provider referred the patient to a surgeon for pocket revision.